Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Heads have started to slip off - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads started to slip off of the oral-b toothbrush during use. No injury was reported.

Manufacturer narrative:
23-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Heads have started to slip off - oral-b [device breakage] case narrative: male consumer via e-mail stated that the oral-b toothbrush heads started to slip off of the oral-b toothbrush during use. No injury was reported. 10-aug-2022 follow up via image: the concomitant product lot was 4 704 132-00. No injury was reported. 15-aug-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 4729 (suspect product lot: 322). The concomitant product was oral-b power power oral care refills crossaction eb50. No injury was reported.